Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect ventilator device was re-worked with a gas delivery engine (gde) component. However, the customer has not requested a return good authorization (rga) for the suspect gde component for an analysis by vyaire. At this time, vyaire medical has not received the suspect gde for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an unresolved auto cycle issue, low monitored volume, and high monitored leak percentage. The customer reported no patient issue associated with this event.